Event description:
In 2009, the patient reported that his infusion device "keeps him low" referring to his blood glucose and he has had to have emergency treatment and was almost in a car accident as a result. He was not able to provide further information at the time of the initial report. The issue began intermittently in 2008. Upon follow up in the next day, the patient stated that he experiences low blood glucose in the afternoons at approximately 3:00pm. He treats low blood glucose by taking glucose tablets or liquid and disconnecting from the infusion device. If his blood glucose becomes extremely low his family gives him a glucose shot. His normal blood glucose range is 70-120 mg/dl. Specific blood glucose levels and incident dates were not provided. The patient stated injection therapy was the best choice for him at this time. Product was requested to be returned for evaluation.